Event description:
A caller reported a cartridge alarm 20 with their insulin pump. There was no adverse impact to the customer's blood glucose level. The issue did not occur during the load process, and no previous similar alarms had been reported with this pump's serial number. Technical support decided to replace the pump, which was under warranty, and provided instructions for returning the defective pump. The customer was informed about the arrival of a new pump with updated software and acknowledged that they would need to input their pump settings and connect their cgm to the replacement pump. The customer was advised to use multiple daily injections (mdi) as backup therapy to ensure uninterrupted insulin delivery until the new pump arrived.